Event description:
It was reported the rf (radio frequency) head was having difficulty making "hand shake" with devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head would not interrogate. The cable was found to be out of electrical specification.